Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc prior to and after the event was within the customer's specifications. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was on-site (B)(6) 2010 and noticed a leak at the top of the wash valve. Fse replaced the wash valve seal and dispense probes. Fse then performed a carryover test and system check which met specifications.